Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16oct2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the ventilator has tidal fault.the device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 30oct2018. Date of manufacturer: 29oct2018. Philip's international service technician stated no maintenance was needed for the ventilator. Operational training was provided to the customer on how to properly use and care for the device. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service.

Manufacturer narrative:
Date of report: 30oct2018. Date of manufacturer: 29oct2018. Philip's international service technician stated no maintenance was needed for the ventilator. Operational training was provided to the customer on how to properly use and care for the device. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service.